Manufacturer narrative:
H10: the complaints database review pointed out that no similar complaints have been submitted for this unit since its installation in 2008. No service activity has been scheduled yet for this device. However, based on investigation results of previous similar cases, the reported error code can be due to: faulty motor controller; faulty linear actuator. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro sub-components. If service activity will be performed on this device or any additional information is received, a follow up on final report will be submitted.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in halle/saale, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) gave an error message related to an overcurrent on the motor controller. The issue occurred during priming. There was no patient involvement.